Event description:
The catheter broke in 2 pieces. The catheter was removed immediately and there was no harm to the patient.

Manufacturer narrative:
Upon receipt of the sample, an investigation will be completed and a supplemental report will be submitted. (B) (4). (B) (4).